Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that 2-week post-implantation, the patient underwent revision surgery due to implant fracture. It was proved by the x-ray taken during post op follow up visit. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. Visual examination of the provided pictures identified that the ceramic head has fractured into 3 or more pieces and has what appears to be metallic rub marks over a substantial area. The item and lot numbers cannot be confirmed as they are obscured by the metallic marks. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the right hip labelled preop x-rays demonstrate a right total hip arthroplasty with abnormal appearance suggesting fracture of the ceramic head. Cement fixation of the acetabular cup. Femoral stem is intact. Single view of the right hip labelled fluoroscopy post revision demonstrates a right total hip arthroplasty with appropriate fit and alignment. Cement fixation of the acetabular cup. Overall size of the initial right total hip arthroplasty appears to be appropriate. Ceramic head is fractured. Acetabular angles cannot be measured without a complete ap pelvis film. No abnormality is seen on the follow-up images. No external factors are identified. There may be a punctate focus of hyperdensity superior to the lesser trochanter. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.